Manufacturer narrative:
E1: initial reporter address: (B)(6). D4: the lot number is unknown, therefore, only a primary di number could be provided. H11: the device was discarded and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a hole in the amia cassette which resulted in a leak. There was solution dripping from the cycler door. This occurred during setup of the device for peritoneal dialysis therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.